Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) contacted the customer and confirmed that, after the patient restarted the system, the monitor screen turned green and the field of view shrank. After the customer rotated the detector and took an exposure, the system was back to normal. Troubleshooting by the customer determined that the doctor had installed a display signal splitter and one of the display cable screws for this splitter was not fixed in place. The customer fixed the display cable screw. No onsite inspection of the device by philips was performed as the customer cancelled the case. After these repairs were done by the customer, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the image was not displayed on the monitor. The system was in clinical use at the time of event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.